Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion : (unable to confirm complaint): based on the complaint history, work order search and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 and exchanged for a shorter lens (13.2mm). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.